Event description:
The initial reporter contacted shiley to report that a pt had their bjork-shiley convexo-concave aortic heart valve replaced due to pannus a copy of medical records, subsequently received from the initial reporter, noted that an examination of the valve during surgery revealed there was build-up of pannus that caused an obstructive process. According to a copy of the medical records, the valve was replaced and the pt tolerated the surgery well. The pt was discharged 4 days after surgery.